Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device has a faulty on-off button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker found the device's battery was depleted as the device was able to be powered on using a test battery. Stryker observed that the device would not automatically power on when the lid was opened with the test battery. However, the device was still able to be powered on using the on/off button. The customer received a replacement device and this device was archived by stryker. Stryker determined the root cause of the reported and observed issues to be a faulty reed switch sw5.

Event description:
The customer contacted stryker to report that their device has a faulty on-off button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.